Manufacturer narrative:
Product complaint (B)(4). The manufacturing records couldn¿t be reviewed as the batch number is unknown. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code z990g. A fracture was observed at the tip of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage and a cup-and-cone shaped fracture observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The event was not reported; however, the suture sample was returned. Upon evaluation, the fracture of needle was observed. There were no patient consequences reported.